Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On 29-apr-2025, a patient underwent a catheter placement procedure using the glidepath hemodialysis catheter. On (B)(6) 2025, post placement procedure, it was reported that the locking part of the perm catheter has allegedly bent. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a catheter placement procedure using the glidepath hemodialysis catheter. On (B)(6) 2025, post placement procedure, it was reported that the locking part of the perm catheter has allegedly bent. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, one photo was provided for review. The photo shows a partial view of the glidepath catheter implanted into the patient. A slight deformation can be noted in both the extension legs. Therefore, the investigation is confirmed for the reported deformation issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.